Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the printed circuit board was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer would occasionally shut down during a device interrogation or during the start-up phase - did not make it to the device screen. A software issue was questioned. The programmer was returned for repair. No patient complications were reported as a result of this event.